Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 301, 152, 313 and 132 mg/dl. The customer¿s expected blood glucose test result range is fasting am 100-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 301 mg/dl, date: (B)(6), time: 6:13am fasting, result 2: 152 mg/dl, date: (B)(6), time: 6:11am fasting, result 3: 313 mg/dl, date: (B)(6), time: 6:10am fasting, result 4: 132 mg/dl, date: (B)(6) time: 6:14am fasting, result 5: 123 mg/dl, date: (B)(6) time: 5:32am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 20-jun-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the initial product.

Manufacturer narrative:
Sections with additional information as of 01-aug-2025: d4: based on product returned, meter serial number updated from (B)(6). D9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.